Manufacturer narrative:
((B)(4)) based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01440, 01441 and 01442) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient hears single beeps coming from the controller while power sources ((B)(4) batteries) all change from one to the other earlier than expected. The log-files were sent to the manufacturer for analysis. No alarms found. Manufacturer's clinical engineer advised to exchange the controller and all ((B)(4)) batteries. This is report 2 of 3.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de, (B)(4); 1650de, (B)(4); 1650de, (B)(4); 1650de, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01440, 3007042319-2015-01441 and 3007042319-2015-01442) submitted for devices related to the same event. Devices have not been received.